Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter's needle would not retract. The following information was provided by the initial reporter: 20g IV catheter was inserted into patient's vein. When the retractor button was pushed to retract the needle, the needle did not retract. The needle felt stuck and was pulled from the patient, fully intact. It appeared that a plastic piece was stuck in the catheter when the catheter was pulled from the patient. All pieces were intact.

Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter's needle would not retract. The following information was provided by the initial reporter: 20g IV catheter was inserted into patient's vein. When the retractor button was pushed to retract the needle, the needle did not retract. The needle felt stuck and was pulled from the patient, fully intact. It appeared that a plastic piece was stuck in the catheter when the catheter was pulled from the patient. All pieces were intact.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E1. Address information was not able to be obtained, therefore, nj was used as a place holder. E.4. The initial reporter also notified the FDA on 05-sep-2023. Medwatch report #mw5144783. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.